Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported that there was infection and erosion at the post-op check, 10 days post implant, as there was redness, warmth and a small opening at the incision. The device was explanted. No further patient complications have been reported as a result of this event.